Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the pump segment of an IV tubing during an infusion of calcium chloride 5 gm. (50ml) 10% calcium chloride to 1000ml 0.9% saline. It was noted that the leak was from a pinhole in the pump tubing. There was no patient harm.

Manufacturer narrative:
Field left blank; no available code for undetermined or unknown cause. The customer¿s report of a leak from a pinhole in the pump segment was confirmed. The set was visually inspected and the distal half of the silicone tubing segment showed three white stress marks on the tubing indicating that the tubing had been crushed at these locations. One of the marks was located in a section of the tubing that was visibly indented indicating that the tubing had been forcibly compressed. A pinhole was visible at one of the white crush markings just proximal to the lower fitment. Functional and pressure testing confirmed a small leak at the pinhole. The root cause was not definitively identified but it is likely that the set was mishandled during priming or loading into the pump.